Manufacturer narrative:
(B)(4). Result: the analysis found that one ecr60t cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No further functional test could be performed due to the condition of the reload. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, two guns are opened and alternated during the case. Seamguard is added to all reloads. The antrum is stapled with two black reloads and the remainder of the sleeve is completed with gold reloads. The account is standardizing to gst, but still has some ecr on the shelf. During the first firing of the second gun (the second firing to create the sleeve), a black reload was fired. The powered motor sounded slower and struggling more than typical. The first application (with the first gun) sounded similar, indicating thick tissue. Upon opening the jaws, poor staple formation was observed on one to two rows of the staple line. The sleeve was completed with the same two original guns. The black reload was visually inspected and a small piece of plastic was wedged in the center of the knife slot. One sidewall of that slot appeared to have a small piece of plastic missing. The staple line was oversewn and tested to ensure hemostasis and leakproof. There were no patient consequences reported.